Event description:
It was reported that the pump exhibited a cracked downstream occlusion sensor rubber part, and a small bump was noted on the rubber itself. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a cracked (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a downstream occlusion rubber seal. The downstream occlusion rubber seal was replaced. As a preventive measure the software will be updated. The service history review had no indication that the complaint was related to a service of the device within the review period.